Event description:
It was reported by the patient that she was implanted with a perigee mesh, date was not provided. The patient relates she experienced pelvic pain and erosion. Surgical removal was required.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.